Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-coronary bypass procedure, patients with granulomas of foreign bodies and wound dehiscence had been sutured. Post-operatively, patients developed an infection. In addition, patients who presented some type of problem in the wound and it was evidenced that the majority were with this suture underwent infections and reoperation.